Event description:
(B)(4). Same case as 2134265-2010-00172 and 2134265-2010-00173.it was reported that 219 days following a coronary artery drug-eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated a 100% stenosed, 3.0x20.0mm target lesion located in the right posterior descending artery (r-pda). The lesion was treated with pre-dilation and the placement of three overlapping taxus express2 stents for complete coverage (2.5x24mm, 2.75x32mm and 3.00x20mm). Post-dilation was performed resulting in 0% residual stenosis. During the patient's nine month follow up, the stented segment was found to be 100% stenosed. The patient did not present with any cardiac symptoms and there were no abnormal echocardiogram findings. The patient was discharged without any treatment.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device was not returned for analysis.